Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that therapy did not work for the patient. They were supposed to have stimulation in their right leg but only got stimulation in the left leg. Therapy was in the left leg, but the patient needed it in the right leg. This had been since implant. The manufacturer representative had a meeting with the patient for reprogramming and had another scheduled appointment for (B)(6) 2016. Additional information was received from the manufacturer representative reporting that the patient had cancelled their appointment with the manufacturer representative. Additional information was received from the manufacturer representative on 2016-10-21 reporting that there was an increase in post-implant pain. There were no environmental factors reported. Reprogramming's occurred to address the issue but the reprogramming dates are unknown. The system was explanted on (B)(6) 2016 and the devices were discarded by the consumer. It was reported that the issues were resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.